Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that does not work. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device the se reported that the navigation ring did not work. The se did note that the green tick light was working. A quote was provided to the customer for further assistance. The investigation is ongoing.

Manufacturer narrative:
A service engineer (fse) serviced the device and reported that the front bezel (with navigation ring) was replaced. The customer's specific configuration was retained, and all necessary verifications were performed to certify that the device has been restored to its pre-failure conditions. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.